Manufacturer narrative:
Event date: exact date unknown, event occurred in 2021. Explant date: 2021.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.